Event description:
Additional information was received that there was a large chunk of calcium on the non-coronary cusp (ncc) that contributed to the infold. There was no treatment for the complete heart block (chb) and the patient returned to normal sinus rhythm. It was reported that both delivery catheter system (dcs) had the blue tabs that did not firmly fit, however, was able to be loaded without difficulty. The patient was released from the hospital and is doing well.

Manufacturer narrative:
Image review: three static images and one media file were provided for review. Fluoroscopic valve load inspection was not provided; thus, it is not possible to validate good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The image provided shows evidence of an infold during the deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. There is evidence that a new valve was implanted and appeared to be constrained in one view but more expanded in the other. No intervention was documented. A complete heart block was reported after valve implant. As stated in the instructions for use, potential risks associated with the implantation of the bioprosthetic valve may include but are not limited to conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pace maker. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (j238041), a fluoroscopy check showed an infold to approximately 3.8 nodes. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon. A node of clacium was noted in the non-coronary cusp (ncc). The valve was 80% deployed and an infold was noted in the non-coronary cusp (ncc) node of calcium. The valve was recaptured and removed. A procedure delay of approximately 5 minutes occurred as a result of the infold. A new valve (j240554) was loaded. The valve was deployed on the first attempt at a depth of 1 mm on the ncc and 3 mm on the left coronary cusp (lcc). Constriction was noted in the 2 cusp view. A post bav was not performed due to risk of an annular rupture. A post invasive mean gradient of 2 mm was noted with trace paravalvular leak (pvl). Complete heart block (chb) with a ventricular escape in the 40 beats per minute (bpm) was noted after the valve was implanted. The patient was in an accelerated junctional rhythm in 90 bpm at the end of the procedure. A temporary pacemaker was inserted and left in-situ for post operative monitoring. It was reported that the blue tabs did not firmly fit when placed in the holes near the loading bath to keep the capsule under water. The blue tabs were exchanged with the same result and the blue tabs kept displacing upwards. The loader was conscious of keeping the capsule under water for valve loading. The valve was loaded by an experienced valve loader. The annulus area is 432 mm with a diameter of 20.3 x 27.87 mm and a perimeter of 76.2 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012214205); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012241850); product type: 0195-heart valves; product ID evolutfx-29 (j238041); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. In this case, the patient¿s calcified anatomy may have been a contributing factor. Conduction disturbances are known potential adverse effects per the instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, with the information provided, a conclusive cause of the conduction disturbances could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.